Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. The alarm happened after being in the water park. Troubleshoot was performed. The insulin pump screen had critical pump error and red x. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error due to moisture damage on electronic assembly.